Manufacturer narrative:
Retainer = clear. Customer returned the device for alleged cosmetic damage on the retainer and belt clip rails and insulin flow blocked alarms found on (B)(6) 2021 the device was received with partially broken retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. The device passed the self test, rewind test, prime/seating test, basic occlusion test, and the force sensor test however, unable to perform the displacement test and occlusion test or verify insulin flow blocked alarm due to partially broken retainer. The insulin flow blocked alarm functioned properly during the basic occlusion and force sensor tests. A review of the history files reveals on (B)(6) 2021 at 13:01 there was one (1) no delivery (insulin flow blocked) alarm that occurred during a bolus wizard delivery. The insulin pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (electrical board 1 and electrical board 2), the motor, or the force sensor noted. The following were noted during physical inspection: partially broken retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, cracked belt clip rails, serial number label faded, pillowing keypad overlay, and missing reservoir tube o-ring. Cosmetic damage on the retainer (partially broken) and belt clip rails are confirmed. Insulin flow blocked alarm complaint unknown due to partially broken retainer and missing reservoir tube o-ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was glued and belt cli railing was broken. Customer reported that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.